Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure in a 4-month-old baby, it was noted that the lens was released too quickly and the patient had a capsule rupture. The iol was explanted during initial procedure and replaced with same model and diopter company lens. Additional information has been requested.